Event description:
A report was received that the patient was experiencing pain at the battery site. It was believed that the ipg was right over the spine. The patient underwent a revision. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the battery site. It was believed that the ipg was right over the spine. The patient underwent a revision. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.